Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer's blood glucose level. Customer was informed by technical support that the pump performed a routine check and reset a microprocessor as a safety feature, and it was functioning correctly. Customer was educated on necessary actions after a reset, such as restarting cgm sessions and reloading cartridges, and successfully resumed using the insulin pump.